Manufacturer narrative:
Image review: the procedural images show complex disease in the left coronary arteries where multiple pre-dilations were completed prior to the successful deployment of a stent in the lm to lcx. After the unsuccessful delivery of what appears to be the complaint device to the ostial lad lesion further multiple pre-dilatation were completed and eventually a stent was successfully deployed in the target lesion. Multiple post dilations were completed on the deployed stents resulting in good flow in the left coronary vessels product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid and distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The mandrel would not load through the inner lumen most likely due to contrast in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx to treat a severely calcified, mildly tortuous lesion, with 90% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. Resistance was encountered when advancing the device. Excessive force was used when advancing the device. It was reported that the device failed to cross the lesion. The procedure was completed using another same size resolute onyx drug eluting stent. The patient is alive with no injury.

Event description:
An attempt was made to use a resolute onyx to treat a severely calcified, mildly tortuous lesion, with 90% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. Resistance was encountered when advancing the device. Excessive force was used when advancing the device. It was reported that the device failed to cross the lesion. The procedure was completed using another same size resolute onyx drug eluting stent. The patient is alive with no injury.

Manufacturer narrative:
Image review: the procedural images show complex disease in the left coronary arteries where multiple pre-dilations were completed prior to the successful deployment of a stent in the lm to lcx. After the unsuccessful delivery of what appears to be the complaint device to the ostial lad lesion further multiple pre-dilatation were completed and eventually a stent was successfully deployed in the target lesion. Multiple post dilations were completed on the deployed stents resulting in good flow in the left coronary vessels product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid and distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The mandrel would not load through the inner lumen most likely due to contrast in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.